Event description:
Distributor reported on behalf of a user facility that following inflation of the cuff with air in the evening, the cuff was found to deflate during the night. However, the instructions for use for the listed device state that only sterile water should be used to inflate the cuff; as the cuffs are silicone, they are permeable to air and therefore subject to slow spontaneous deflation. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.